Event description:
It was reported that during a total hip surgery the t handle broke. This caused a delay of 0~30min.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the handles on the t-handle have broken off. All broken pieces were returned. The t-handle fractured in the handle portion at the knurled end of the metal shaft. The t-handle is used when coupled with the canal finder to prepare the femoral canal for reaming. The t-handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. The device was manufactured in 2013. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.